Event description:
It was reported that during implant the device would not achieve capture. This device was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported event field of capture anomaly could not be confirmed in the laboratory. The device was tested on the bench and no anomalies were found. The field experience was suspected to be caused by a poor set screw-lead connection in the header.